Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the pt underwent a primary left l5-s1 spinal root decompression. On 1st event date, the pt presented with increased back pain and swelling of incision. The investigator noted the event as moderate in intensity. Action taken was pt placed on 6 day medrol dose pack with keflex 2 x per day for seven days. The event resolved with treatment 1 week after 1st event date. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as normal postoperative healing. On 2nd event date the pt presented with left ankle and left leg pain. The investigator noted the event as moderate in intensity. Action taken was pt referred to a dpm and fitted for an orthotic device to re-distribute weightbearing. Pt is improving. The event is continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation as peroneal weakness in left leg or possibly related to laminectomy.